Event description:
I started having eye pain and tearing in the morning. It felt like there was something in my eye. It seemed to get worse as the day wore on. The next morning, the pain was much more intense, so I called my dr's exchange. When he called back that morning, I told him of the pain and that I needed some relief immediately. He phoned in a prescription, and started my road to recovery. I used the cortisporin ophth. For the required 6 days. This morning on the news, I heard that the product I have been using has been recalled. The product is manufactured by amo and it is there complete moisture plus. Finding out more about the cause of my eye pain, I am very concerned that my eye may not be healed. From what I read, acanthamoeba keratitis is very serious and that the parasite in my cornea may be alive doing further damage. Used in 2007.